Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Under possible adverse effects, number 2 states, "early or late postoperative infection and allergic reaction."

Event description:
It was reported patient underwent total knee arthroplasty (B)(6) 2013. A subsequent revision was performed (B)(4) 2013, due to infection. Debridement was performed and the bearing was removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This medwatch, 0001825034-2013-01239, is a duplicate of medwatch 0001825034-2014-06908. This medwatch, 0001825034-2013-01239, is considered closed at this time.